Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was being seen in the clinic after receiving six shocks for supra ventricular tachycardia (svt). Defibrillation therapy was exhausted. The device was reprogrammed to single zone vf only zone. No adverse patient effects were reported.